Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and identified as requiring replacement. The system was temporarily repaired pending receipt of a new cpu assembly. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.